Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem 'failure to detect a downstream occlusion within the expected pressure specification' was not reproduced. The device passed downstream occlusion testing, but the cause of the reported problem was determined to be the downstream sensor current reading out of specification. The downstream sensor was calibrated to address the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion within the expected pressure specification. There was no known patient injury or medical intervention associated with this event. No additional information is available.